Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received via remote transmission showing high, out of range, high voltage lead impedance on the device. Patient was stable before, during and after the event and will be monitored.